Event description:
The surgeon asked the perfusionist to assist with the removal of an iab catheter and re-insertion of a replacement balloon. When the perfusionist arrived, there was blood in the helium line, confirming that the balloon had leaked. The blood was removed in a sterile fashion and a guide wire was inserted. A sheath was placed over the guide wire and the guide wire was removed. The sheath, with transducer, was left in place. The pt is maintaining adequate hemodynamics without iab support. On 5/23/97, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: 2026191-1997-0024. Event complications: none from the event - rptd 5/23/97. Pt's current status: unk - rptd 5/23/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.